Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was low three times in a row that morning. Customer's blood glucose level was 30 mg/dl. She treated her blood glucose level with glucose tablets and juice. She was having issues with the insulin absorbing. Inserting the infusion sets were painful and there was blood underneath them. The insulin pump alarmed low battery, low reservoir, and no delivery. The self-test passed. The device was not returned.